Manufacturer narrative:
H.6. Investigation summary: two samples were provided to our quality team for investigation. Through visual inspection, the thumb press is observed to be broken. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. A batch history review showed no non-conformances associated with this issue during the production of lot 1905227. Product undergoes a series of testing and inspections throughout the manufacturing process to ensure the quality and functionality of the device. Although we could not identify a direct cause, it was determined this incident likely occurred due to the plunger getting jammed within in the manufacturing equipment. Areas where product is moved through the manufacturing equipment is protected to avoid damaging the product. A project has been initiated to look further into this issue and reduce any reoccurrence. H3 other text : see section h.10.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe plunger was broken. This was discovered during use. The following information was provided by the initial reporter: 2 broken syringes on the plunger.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe plunger was broken. This was discovered during use. The following information was provided by the initial reporter: 2 broken syringes on the plunger.